Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation with a qdot micro catheter and the patient experienced asystole that required pacing/pacemaker insertion. It was reported that they were ablating in the right atrium, (right sided flutter) svc (superior vena cava) to ivc (inferior vena cava) line. Once the line was blocked, the sinus node was blocked and the patient became asystole for several seconds. The patient already had scars near the sinus node which created a block and the sinus node could not conduct to the heart. The medical intervention provided to the patient was pacing of the cs (coronary sinus). The patient had no rhythm unless being paced. The patient did have slow rhythm at the end of the case about 40 beats per minute native. They placed a pacemaker in the patient. Physician concluded that once svc to ivc was completed, the sa (sinoatrial) node was essentially boxed by the combination of the svc to ivc line and native scar tissue. The ¿boxing in¿ of the sa node did not allow it to conduct to the rest of the heart causing patient¿s immediate asystole and need of pacemaker. Patient had prior history of bradycardia.

Manufacturer narrative:
D4: UDI: the expiration and manufacture dates are currently not available. Therefore, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-feb-2026, bwi received additional information indicating that the device's lot number is actually 31782027l. Section d4 has been updated: lot number 31782027l, UDI number (B)(4). Furthermore, on 4-mar-2026, the product investigation was completed. It was reported that a patient underwent a persistent atrial fibrillation ablation with a qdot micro catheter and the patient experienced asystole that required pacing/pacemaker insertion. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed that the shaft was bent. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31782027l and no internal action related to the complaint was found during the review. The shaft bent observed is not related to the adverse event reported. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The potential cause of the shaft bent could be related to the manipulation of the device after the procedure, however, this could not be conclusively determined. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).